Event description:
On (B)(6) 2010, pt reported her insulin cartridge leaked. Pt stated, there was a small amount of insulin in the cartridge compartment of the infusion device. Pt reported, she was able to take a napkin and wipe out the damp condensation. Pt stated, she didn't know where it leaked out from but that it came from the insulin cartridge. Pt reported, there was no damage to the insulin cartridge. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge for eval.